Event description:
Orthopedic surgeon reported to the sales rep that a revision surgery was performed because four xia blockers in the construct came loose. The surgeon also reported that the rod almost perforated the skin. The surgeon stated that the patient had problems ten months after the primary surgery and that new x-ray showed that one rod was completely loose and that the other one was loose as well. The surgeon also stated that he does not know why the xia blockers became loose. According to the surgeon, only the xia blockers were replaced, and the patient is doing fine now.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Result, and conclusion codes will be made available following engineering evaluation.